Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis (dka) event. Blood glucose level was 514 mg/dl at the time of the event and patient got treated with intravenous (IV) drip. Patient also experienced the symptoms of abdominal pain, dryness at the time of the event. The duration of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001151, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6001151. The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA). Determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6001151 was manufactured according to the work instruction (wi) version 75 and manufactured in the multivac 12 on 26-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned samples from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.